Manufacturer narrative:
Corrected information in section g3 - date received by mfg: initial aware date inadvertently changed to 26jul2024 but correct initial aware date is 27jul2024. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbs results for a 56-year-old female hospitalized for limb numbness. (Customer provided reference range = 10 miu/ml). (B)(6) 2024 sid (B)(6) initial result was 16.14 miu/ml, repeat result 5.89 miu/ml. Result from (B)(6) 2024 was 0.06 miu/ml. The customer mentioned the patient¿s other liver function indicators were elevated (no specific data results provided). The patient has never had hepatitis and has no history of hepatitis medication. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88.

Event description:
The customer observed false reactive alinity I anti-hbs results for a 56-year-old female hospitalized for limb numbness. (Customer provided reference range = 10 miu/ml). (B)(6) 2024 sid (B)(6) initial result was 16.14 miu/ml, repeat result 5.89 miu/ml. Result from (B)(6) 2024 was 0.06 miu/ml. The customer mentioned the patient¿s other liver function indicators were elevated (no specific data results provided). The patient has never had hepatitis and has no history of hepatitis medication. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue. The ticket search by lot number indicates that the reagent lot is preforming as expected. A review of tracking and trending did not identify any trends for the complaint issue. A device history review did not identify any non-conformances associated with the likely cause lot number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs assay for lot number 58451fn01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I anti-hbs results for a 56-year-old female hospitalized for limb numbness. (Customer provided reference range = 10 miu/ml) (B)(6) 2024 sid (B)(6) initial result was 16.14 miu/ml, repeat result 5.89 miu/ml result from (B)(6) 2024 was 0.06 miu/ml the customer mentioned the patient¿s other liver function indicators were elevated (no specific data results provided). The patient has never had hepatitis and has no history of hepatitis medication. No impact to patient management was reported.